Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed through review of medical records. Pictures provided showed lack of cement and bone ingrowth on the bottom of the tibial component. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02704. 0002648920-2020-00269.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized cemented femoral component size 11 left catalog #: 42500607001, lot #: 62444112, persona posterior stabilized polyethylene articular surface size 10-12 gh 11mmcatalog #: 42511401011, lot #: 62236919 foreign report source: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously under manufacturing report number 0001822565-2020-01628. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to aseptic loosening of the tibial component approximately four (4) years post-operatively. Attempts have been made and no additional information is available at this time.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to aseptic loosening of the tibial component approximately four (4) years post-operatively. Initial operative notes did not identify any complications. Revision operative notes state that the patient was revised due to tibial loosening and pain. During the procedure, brownish synovitis was found along with polyethylene defects on the medial and lateral (sliding) sides. The tibial component was identified to be so loose that it was removed with ease. There was no connection between the cement and tibial plateau, however, the cement was still cemented to the bone. Debridement was performed to address membranes and soft tissue under the cement mantel. A new tibial component was placed and no further complications were reported. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.